Manufacturer narrative:
Investigation: result: one sample was returned for evaluation. The returned pen needle was examined and exhibited a broken IV end of the cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. Furthermore, the presence of the deep indentation displayed in the adhesive and plastic hub area, created by the cannula shaft further attests to the severe bending that possibly occurred during manufacturing process. The inner shield was also examined and exhibited a hole in it indicating the IV end of the cannula was through the inner shield. A quality notification review indicates no quality notifications generated for lot 4255498. Conclusion: the complaint was confirmed. The sample will be forwarded to the manufacturing site for further investigation and determination of further action. A supplemental report will be filed upon completion of the investigation. A sample has been returned and an initial investigation performed.

Event description:
The customer reported the needle from her bd ultra fine insulin pen needle broke off in her stomach during use. She went to the ER and they were able to detect the needle with an x-ray but told her it was too small for them to extract. She was given antibiotics. There was no additional information provided by the customer.

Manufacturer narrative:
Results - one used sample was received at the manufacturing plant on 10/15/15. A visual examination under 20x magnification found a broken needle. Evidence of clear indentation is observed on the hub post where the needle through the shield related issue occurred during the assembly of this pen. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 4255498. Conclusion - a potential root cause is identified as a needle through shield defect causing bending of the cannula during the manufacturing process.